Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump powered off without user intervention. It was noted that the battery compartment was cracked with moisture visible in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-may-2019 with the following findings: a review of the black box showed no unexplained power interruptions. The pump information from the date of the complaint was overwritten. Unrelated to the original complaint, the display was dim and pink. The battery compartment was cracked below and above the grip pad. No damage was found to the battery cap. The battery cap attached securely to the pump. The pump was exercised for 12 hours with no power issues or alarms occurring. The battery compartment had a leak due to the cracked pump case. The pump was opened and evidence of moisture corrosion was found inside and on the backside of the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.